Event description:
During use, this phacoemulsification handpiece became extremely "hot" during surgery. There was no report of pt injury.

Manufacturer narrative:
Correction made to section h.3. - device was not returned for evaluation.